Event description:
It was reported that the cuff of this artificial urinary sphincter was not inflating, and the balloon had turned on itself, resulting in the fluid not being able to flow. A surgical procedure was performed to remove and replace all the components. No additional information was reported.